Event description:
The event is reported as: the customer alleges they were unable to remove air from the cuff when using a syringe. The reported defect was detected prior to use during functional testing. There was no pt involvement.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.